Manufacturer narrative:
Analysis found that the reported issue regarding no stimulation response could not be duplicated. Replaced broken cable clip and worn wave washer. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface did not have a stimulation response during the procedure. There was no patient impact.